Event description:
It has been reported t philips a tempus pro unit starts up, then withing two minutes the ECG and spo2 modules disable themselves. The shortly after, errors about temperature sensors display. Shortly after that the machine locks up and reboots to the blue philips screen and it will stay there indefinitely until the battery is removed. During this stage it occasional emits a beep. Sometimes upon trying to restart the device, it will get stuck on the 'performing self test screen, other times it start normally and then present the symptoms already mentioned.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that ECG module is disabled. The issues with spo2 module, errors, device rebooting are addressed on split complaints. The device was sent to the bench for a repair. Sbc was suspected as a root cause and replaced with new. The testing of the device confirmed that this has not resolved the issue with ECG. The engineer replaced sbc and reloaded the software. Tests on the device confirmed that the issue got resolved. Based on the information available and the testing conducted, the cause of the reported problem was defective sbc. The reported problem was confirmed. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.